Event description:
Additional information received reported that a continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 4-20 stent device and the rebar 18 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the solitaire fr 4-20 stent¿s working and non-working lengths struts were in good condition. No irregularities were found outside the proximal marker, and the marker coil is in good condition. No bends were noted on the pushwire, and no other anomalies were noted. Testing/analysis: the solitaire fr 4-20 stent device was tested for resistance using an in-house rebar 18 catheter with an inner diameter (ID) of 0.021 inches. No resistance was encountered during the testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint could not be confirmed, as no issues were encountered while testing the returned solitaire fr 4-20 stent device, and no damage was noted on the stent device. However, the root cause of the resistance failure could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during delivery. In this event, the customer stated that the vessel tortuosity was not tortuous, and the rebar 18 catheter was compatible with the solitaire fr 4-20 stent device, ruling out vessel tortuosity and an incompatible catheter as potential causes. In addition, the customer indicated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during delivery as a possible cause. Thus, a damaged catheter or a lack of continuous flush with heparinized saline during delivery could have contributed to the resistance failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an emergency thrombectomy procedure to treat an ischemic stroke and acute large-artery occlusion of the left middle cerebral artery, the solitaire fr 4x20 stent became stuck at the distal end of the rebar catheter and could not be pushed out of the microcatheter. Catheter resistance was encountered at the distal section. The resistance occured during the procedure during delivery. The vessel was not tortuous. The surgeon replaced the stent and microcatheter, after which the operation was successfully completed. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. No patient complications have been reported as a result of this event.